Event description:
It was reported that during administration of two influenza vaccines (adult and pediatric dose), the rn connected the needle to the hub of vaccine and primed. There were no apparent issues with the vaccine during this activity. As the rn administered the influenza vaccine, the vaccination squirted out of the needle hub and ran down the patient's skin. Rn visually inspected set-up, connections were appropriately tight. There were no visual defects with the vaccine or needle. This was two events that happened back-to-back in the clinic. The clinic has removed this product from supply and is switching to a different manufacturer. The patients needed to be re-vaccinated. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Concomitant product: updated. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.